Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, recoverable faults occurred on the universal surgical manipulator (usm) 4. The customer attempted to recover the arm two times before reporting the issue, but the issue remained. The customer had removed all instruments and undocked from the patient prior to calling. The technical support engineer (tse) reviewed the onsite logs and uncovered error 23094. (Tse) assisted the customer through a hard power cycle of the patient side cart (psc) to troubleshoot the error but the issue remained. The tse asked if a backup psc was available, but the other system was operating on p9g while the current system was on p9f. Tse gave the recommendation to disable the arm and continue with the case with the three remaining arms. The tse then proceeded to walk the customer through disabling the usm4. The customer made the decision to continue with the case as planned with the three operational arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information; however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults on the universal surgical manipulator (usm) 4, an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have failed in normal mode as error 23069 triggered. The unit was also tested on the test platform and passed lissajous, sensors check, sine cycle and brake tests. After further investigation, contamination was found in the instrument sterile adapter (isa), rotors, and joint senses. The complaint regarding recoverable faults was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.